Manufacturer narrative:
Irritation. Asp investigation summary: the investigation included a review of the batch record review, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis, the health hazard evaluation and CAPA. The batch record review for the cidex opa solution was not performed as this failure mode is not manufacturing related. The service and complaint history review did not indicate a significant trend. Trending analysis for aer units with problem code. "E06-fresh water not flowing into basin in adequate amounts", "hr-eye reaction, 'hr-respiratory reaction' and 'odor/smells'" did not reveal a significant trend. The fmea (failure mode effects analysis) for the cidex opa solution revealed the risk priority number (rpn) for issues of odor is below the threshold of 100, indicating that the associated risk is minimal. The shuma (system hazard and user misuse analysis) for cidex opa solution was reviewed for risk relating to respiratory reactions and eye exposure are a category I or broadly acceptable. The hhe (health hazard evaluation) was reviewed and the hazard/risk index indicates the associated risks are none/negligible. A CAPA was open to investigate cidex opa solution overheating in the aer unit. The root cause was determined to be failure to follow instructions outlined in the customer letter instructing the customer to unplug their aer heaters.

Event description:
It was reported that three healthcare workers (hcws) complained of a strong odor that caused eye irritation and difficulties breathing. The hcws reported "smelling fumes that made their eyes tear," while working with the aer automatic endoscopic reprocessor. The hcw's removed themselves from the scope reprocessing room. They reported that the fumes "smelled like helicopter fumes" during the last four minutes of the cycle, and resulted in an error code e06-fresh water not flowing into basin in adequate amounts. The hcws reported feeling better after leaving the area and returned to work for the remainder of the day. They did not need any further intervention. The aer cycle was restarted. An asp sales representative went to the site and reported that the aer heaters were disconnected. This is report two of three.

Manufacturer narrative:
This is two of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2150060-2010-00016; 2150060-2010-00018 and 2150060-2010-00017.